Manufacturer narrative:
(B)(4).

Event description:
Information was received from a health care provider via company representative in regards to a male patient in (B)(6) who was being treated with baclofen intrathecal with a concentration of 2000 mcg/ml at a dose rate of 650.8 mcg/day. The type of baclofen and lot number were not provided. The patient's indication for device/therapy use was spasticity. The patient's pump was implanted in (B)(6) 2012 (20 ml pump). It was reported that a discrepancy occurred between the expected pump reservoir volume and what was withdrawn from the pump during the past two refills with possible overinfusion. During the first refill, the physician programmer noted 2 ml left but nothing was withdrawn. On (B)(6) 2016, during the second refill, the expected volume was 5 ml of medication, but again nothing was withdrawn from the pump reservoir volume. A contrast study had been performed in (B)(6) 2013 and the results were positive. The physician later provided that the problem with this pump was that the residual volume could not be removed at two consecutive refills ((B)(6) 2015 and (B)(6) 2016). The calculated volume each time was now reported as 2ml. The needle was in the port, the physician attempted to withdraw slightly and aspirate but no fluid could be withdrawn. The physician confirmed needle placement under screening and was able to inject the normal volume without problem, but even during the filling was unable to withdraw. The physician's impression was that the rubber seal of the port was somehow acting as a one-way valve. The physician did not know what effect of overfilling of the pump would have as each time there were supposed to be 2mls remaining in the reservoir, so there should have been 24mls currently. No harm or injury to the patient was initially noted. On (B)(6) 2016, it was also reported that the patient's spasticity/symptoms stayed the same and there were no signs of overdosing or underdosing. However, the only change was that the spasms became a little worse towards the next refill date. The drug lot number, type, serial number of the pump, medical history, concomitant medications, further troubleshooting, actions and interventions taken, and resolution were not provided but requested. Clarification of the alert date, the event date of the first refill, and the discrepant reported expected refill volumes were also requested. Should additional information be received a supplemental report will be filed.

Event description:
Additional information was received from the company representative indicating the type of baclofen in the pump was lioresal. The pump had not alarmed for a low or empty reservoir. The date of the pump refill in (B)(6) was (B)(6) 2015. The patient had never missed a scheduled refill date. The initial notify date of the volume discrepancy/overinfusion was now reported as (B)(6) 2015. The pump was believed to be empty in both (B)(6) 2015 and (B)(6) 2016. It was indicated patient's concomitant medications taken at the time of the event was oral baclofen, and he "takes extra anyway on occasion". No abnormalities were noted from the contrast study and the catheter seemed to be intact. A rotor study and another contrast study were advised and they were awaiting feedback from the physician.